Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient had a true vt episode and the nurse wanted to know if any there were any programming suggestions that could be made to make the device more aggressive. Further information was requested however, was not provided.